Event description:
Information was received indicating that this smiths medical cadd ms3 pump requested code and the patient was unable to press confirm to go forward in to load cartridge. It was reported that the patient was advised to go to the hospital since she did not have a working pump and was without medication for one hour. Reported that the patient did go the hospital to continue infusion. No adverse event reported.